Event description:
It was reported that a pt complained more than one month after their exam that their 20 to 25 year-old breast implant had ruptured during the exam even though there was no issue reported during the exam.